Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no reported impact to the customer¿s blood glucose level as it was unknown whether it exceeded 500 mg/dl (27.7 mmol/l). Technical support provided information and assisted the caller in resetting the pump, after which the customer disconnected, and further contact attempts were unsuccessful.